Manufacturer narrative:
A 3500a supplemental will be submitted once the equipmenet is returned for evaluation.(B)(4)

Manufacturer narrative:
(B)(4). During the service, the issue could not be duplicated, but failed analog ECG test & no audible click when stop button was pressed during ablation, and the issue was resolved by replacing the cpu board. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Event description:
It was reported that during an avnrt procedure, stockert 70 rf generator on temperature control mode, set at 65 degrees celsius, failed to cut off when delivering rf at 73 degrees celsius. Procedure was completed with no patient consequence.